Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout procedure. Interrogation prior the procedure showed that the right atrial (ra) lead was oversensing noise which led to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.